Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Unspecified tissue injury is listed in the mitraclip system gen 4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to challenging patient anatomy. The unspecified tissue injury (no treatment) appears to be a cascading effect of the positioning failure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip was advanced, the leaflets could not be grasped, and a leaflet tear was noted. The clip was not implanted, and the procedure was aborted. No clips were implanted. Mr remains at grade 4. No additional information was provided.